Manufacturer narrative:
Initial.

Event description:
It was reported that a user of the ilet bionic pancreas experienced recurrent rapid glucose decreases following small correction boluses, with a lowest continuous glucose monitor value of 67 mg/dl and episodes described as rollercoaster patterns that required frequent fast-acting carbohydrate intake which resulted to a spike in blood glucose reported at 258 mg/dl. The user paused the pump at times and expressed concern about resuming. Symptoms included low glucose with urgent low-soon alerts and associated need for oral glucose. Outcomes included required treatment with oral fast-acting carbohydrates without emergency care. Investigation of this case revealed that hypoglycemia was likely precipitated by high insulin sensitivity and potential overtreatment of lows, with device therapy continuing to deliver as designed while user-initiated carbohydrate treatment influenced algorithm responses. It was concluded, based on similar reports, that user sensitivity and hypoglycemia overtreatment were the most probable contributors, and configuration review with the care team was indicated.